Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead noted loss of capture and high out of range impedance measurements. A lead fracture was suspected, but was not visually confirmed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Visual inspection noted the helix was retracted. The lead was confirmed to be fractured. This fracture was likely caused by fatigue due to overload. As a result, the clinical observations were confirmed.